Manufacturer narrative:
Additional device implanted and involved in this event: pla360400/124614100. (B)(4). The review of the manufacturing paperwork verified that both lots met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow-up imaging showed the trunk-ipsilateral leg component had migrated distally ~2.5 cm, was now located within the aneurysm sac and had completely separated from the aortic extender component. The images also showed a contained rupture and aneurysm enlargement of an unknown amount. Later that same day, the patient underwent emergent repair of the rupture. Three gore® excluder® aaa endoprosthesis aortic extender components were implanted to bridge the area between trunk-ipsilateral leg and the previously implanted aortic extender component. Final angiography showed completed resolution of the rupture, and the patient tolerated the procedure. It was reported the physician suspects aortic remodeling lead to the device migration, component disconnection, aneurysm enlargement and rupture.